Event description:
Reporter stated that her meter was reading erratically two to three months ago; 160-200 mg/dl and dr increased insulin. Reporter now taking medication two times daily. Reporter added current blood glucose results are 180-200 mg/dl. Reporter stated meter to lab comparison bg result was 200 and 132 mg/dl respectively. Reporter also stated meter to healthcare professional meter blood glucose results had about the same difference. Reporter had no control solution available for testing.